Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during dwell. The home patient (hp) stated that neither the hp nor the bag got disconnected. The hp had two bags connected. The clamp on the unused line was open. The baxter technical representative (tsr) reviewed the alarm, and had the hp cycle power to get se 2367. The alarms were cleared. There was no patient injury or medical intervention indicated at the time of the initial report.